Event description:
While holding infant, mother noticed warm and wet spot in infant's abdomen. Mother placed infant back to crib and notified bedside rn. Rn found that g-tube had come out of patient. Pedi-surg team arrived at 0815 to place new enfit 14 fr g-tube and inflated balloon to 4ml. Former g-tube examined and observed balloon burst. We have at least 8 similar events over the past 6 months where the balloon has ruptured, causing the tube to fall out.